Event description:
It was reported that an early sensor expiration occurred. The product was expired, which is off-label usage of the device. Data was evaluated, and the allegation was confirmed. The probable cause was determined to be low counts aberration via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).